Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 3.79 mg/day) via an implanted pump. It was reported that the patient¿s pump was flipping in the pump pocket. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had lost an extreme amount of weight which was believed to be the cause of the pump flipping in the pocket. The patient was taken to surgery; the pump pocket was opened; and the hcp was unable to aspirate the catheter from the cap (catheter access port). Because of the small size of the patient, the hcp decide to end the procedure and explanted the pump and catheter. It was noted that the patient would likely be referred to neurosurgery at a future date to discuss reimplantation. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.